Event description:
Consulting physician reported a case of fusarium keratitis. Repeated attempts have been made for specific event and patient information from the treating physician. However, no additional information has been received to date.